Event description:
A customer observed a positive biased troponin I result for a pt sample on the vitros eci system. Biased results were reported to the physician. A corrected report was issued based on repeat testing results. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as the result of this event.